Event description:
Info rec'd indicates that the sets were leaking at the connection with the carefusion mp 1000 needleless access device of the pt.

Manufacturer narrative:
Twelve (12) used administration sets with the listed lot number above were returned to (B)(4) for investigation. They were tested under 18 psi and five (5) of twelve (12) were leaked. Reference recall number z-1401-2012.